Manufacturer narrative:
During follow-up communication with the livanova field service representative, livanova (B)(4) learned that the event description provided in the initial report was incorrect. The customer had erroneously described the reported issue when the complaint was filed. Upon evaluation on-site, the service representative was able to identify what actually occurred. The correct event description is: livanova (B)(4) received a report that the heater-cooler system 3t indicated that the patient tank was empty during procedure no matter how much water was added. The user indicated that either the float or the control board had malfunctioned to cause the issue. There was no report of patient injury. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The root cause of the issue was identified to be water in the patient tank float. The replaced float assembly is not available for return to livanova (B)(4) for further investigation. No further investigation can be performed.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t indicated that the patient tank was empty during procedure no matter how much water was added. The user indicated that either the float or the control board had malfunctioned to cause the issue. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and found that the unit would not indicate that the level was full when it was. The issue was traced to the float assembly, which was found to be full of water. The float assembly was replaced and subsequent testing did not identify further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t displayed an error message and would not heat on the patient side during a procedure. There was no report of patient injury.